Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure additional text: controller wire caught on fire specific component(s) involved: external controller malfunction additional text: controller wire caught on fire other component: causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller other intervention : implant device type: lvad malfunction device type: